Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that their reliance vision single chamber washer alarmed "fault 5: too long in heating phase" during a cycle run. There were no instruments present in the washer chamber at the time of the event. The facility reported that procedures were delayed due to the issue reported. No injuries were reported.

Manufacturer narrative:
A steris field service technician arrived at the user facility, inspected the units and determined the fault was caused by the unit's coil tubular heaters, which required replacement. The heater coils subject of the event were returned to steris for evaluation. Visual inspection revealed the stainless steel coating on the coil heaters had been compromised. The coil heaters were replaced and the unit was confirmed to be operating according to specification. No further issues have been reported.